Manufacturer narrative:
From the investigation done by the chemical research lab, the "flakes" were identified as a styrene-modified polymethylmethacrylate (pmma) plastic and this is a material that is not used in any of the mfg processes for the articular surface. Pmma plastic is typically used as a component of bone cement which is with orthopedic implants; however, cement use would typically already have been through the curing process and excess cement removed at the time of articular surface being introduced to the surgical field. Review of the device history records did not find any deviations or anomalies. The root cause could not be determined. Taking into consideration that the unit was opened, it cannot be determined that the unit was packaged with the flakes. Awareness was provided to appropriate mfg cells. The info provided on this form was previously submitted under mfg report # 1822565-2015-00476.

Event description:
It was reported that as the scrub tech went to hand the surgeon the implant that the tech noticed a large flake of material on the surface of the implant. A different articular surface was used to complete the surgery.